Manufacturer narrative:
Model#: UDI and catalog information are unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a hyperparathyroidism (hpt) visit for weekly tubing change for cadd pump, the old tubing was removed and applied new tubing cassette to cadd pump, but the pump kept alarming for cassette not attached correctly. There was no way to reset the alarm. The cassette was removed and reattached a few more times, but the pump still alarmed. The old tubing was reattached with no further alarm. A new tubing was applied with no alarm. The device was primed and reconnected for infusion with no problem. There was no serious harm reported.

Manufacturer narrative:
Health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Functional testing found no discrepancies were detected, priming and test were successfully passed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).